Event description:
Pt reported pump issue - mold growth. Pt reported they found out that due to flood issue the pump got affected and now she can see molds on the pump. - she used one time after noticing the mold growth but no issue reported with infusion. Advised her not to use that pump now. Pharmacy replacing device. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Device is available for return. Pump serial number: (B)(6). No additional information available. Reported to (B)(6) by pt/caregiver.